Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger resets) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure on the c/a board, causing the resets. Additionally, contamination was discovered on the battery board pca causing the charger to be unable to charge a battery. The root cause for the failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.